Event description:
It was reported that on the day one check, noise was observed on the right ventricular (rv) channel of the pacemaker system. The noise was sensed; however, no pacing inhibition was observed. The patient underwent lead repositioning on (B)(6) 2023. No additional adverse patient effects were reported.